Event description:
Dealer initially reported the device was broken. On (B)(6) 2014, dealer reports that "the tungsten insert fractured while suturing, doctor checked to be sure he had all parts. No harm done, no further information available.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.